Event description:
The report stated that the subject device occasionally experienced blackouts of the image. The event occurred during a therapeutic laparoscopic surgery. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information of the legal manufacturer's investigation. The following reportable malfunctions were identified based on the equipment inspection results with additional information: a failure in the camera cable. There is a malfunction in the camera cable. This phenomenon was newly confirmed during the equipment inspection by the repair department. The cause of the occurrence could not be identified based on the information available from this complaint and the results of the investigation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause of the occurrence could not be identified with the information available from this complaint and the investigation results. Olympus will continue to monitor field performance for this device.

Event description:
The report stated that the subject device occasionally experienced blackouts of the image. The event occurred during a therapeutic laparoscopic surgery. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The subject device will be sent back to olympus for further evaluation and repair. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The report stated that the subject device occasionally experienced blackouts of the image. The event occurred during a therapeutic laparoscopic surgery. The procedure was completed using the same set of equipment. There were no reports of patient harm.